Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented with the atrial lead exhibiting out of range capture thresholds due to dislodgement. The lead was explanted and replaced. Patient was stable after the procedure.